Manufacturer narrative:
Updated fields are b4, d8, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusion and h11. Corrected fields are a1 patient ID, e1 event site telephone. User had not used the help screen or iab fill prior to the call. During troubleshooting, no blood in the helium tubing, secure connections, and no kinks were confirmed. Performing iab fill resolved the alarm and therapy was resumed. Education on the alarm and troubleshooting was provided. The cause was suspected to be related to external temperature regulation bair hugger.

Event description:
User called into emergency support program line to request and report issue during use cs300 intra aortic balloon pump (iabp) had leak in the iab circuit alarm issue. There was no harm or injury reported.

Manufacturer narrative:
Due to character limitations in e1 event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).